Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, no parts were replaced. The airway pressure is dependent on the tidal volume, peep setting, inspiration time and the resistance and compliance of the respiratory system. The set tidal volume will always be delivered. An increase in the resistance and decrease in compliance will lead to an increased airway pressure. To protect the patient's lungs from excessive pressure, it is very important to set the upper pressure limit to a suitable value. The device's logs was evaluated by subject matter expert from manufacturer's site and the claimed issue was confirmed. Moreover, the leakage in the manual bag was detected before use, but the latest tests passed successfully. The anesthesia workstation passed all functional and safety tests, the barometer was calibrated, and all parameters and anesthetic agent were analyzed by the flow analyzer and administered correctly.

Event description:
It was reported that the anesthesia workstation generated alarms indicating high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).